Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported approximately six weeks following intraocular lens (iol) implant procedure, a lens has rotated roughly 20 degrees. Additional information has been requested but not received to date.